Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and calcification. The sion blue guide wire was advanced without issue to the target lesion. The 2.0 x 15 mm mini trek balloon catheter was advanced to the lesion for pre-dilatation. The balloon was inflated to 22 atmospheres (atm); however, the balloon ruptured on the first inflation. During removal of the mini trek, resistance was noted with the guide wire, but was successfully removed. The 2.25 x 28 xience alpine stent delivery system (sds) was then advanced over the same guide wire, and the stent was deployed at 20 atm. During removal of the sds, resistance was again noted with the guide wire. The sds was removed successfully. When the guide wire was removed, the distal tip appeared lighter in color. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.0 x 15 mm mini trek; stent: 2.25 x 28 mm xience alpine. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The mini trek and xience alpine referenced are being filed under separate medwatch reports. (B)(4).

Manufacturer narrative:
(B)(4): crooked bends and coil pitch opening deformation were observed at the distal section of the returned sion blue guide wire. There was no other notable deformation or irregularity observed. The reported resistance with the trek balloon catheter and with the xience stent delivery system (sds) where the sion blue was continuously used is possibly related with the bend of the guide wire. The timing of occurrence of the bend could not be identified, consequently, including the possibility of other cause and circumstances, the cause of the reported resistance could not be determined with the provided information and the investigation of returned device. The comment distal tip appeared lighter in color was supposed to be relating to the coil deformation at the distal section; however, it could not be determined. The warning section of the instructions for use (IFU) describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. (B)(4) unused-unpacked sterile sion blue guide wires with the lot number 140714a051 were returned. Visual inspection revealed no notable deformation. Guidewire diameters were inspected, and were confirmed to be meeting the products specifications. Condition of the hydrophilic coating was inspected by chemical dye, the coating was found and confirmed to be in good condition.